Manufacturer narrative:
Di # (B)(4). B.5. Updated to "lack of primary stability" after receiving customer data. (B)(4).

Event description:
Lack of primary stability.

Event description:
Part/interface does not engage.

Manufacturer narrative:
Di # (B)(4).